Event description:
It was reported that an ilet user experienced hyperglycemia shortly after starting on the system, with blood glucose rising to approximately 313 mg/dl after a breakfast announcement and a later lunch announcement without eating; the user was advised that announcing a meal without eating could contribute to elevated glucose, and a supply change was discussed but not performed as the pump was correcting and glucose was trending down. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without injury, intervention by customer support, and spontaneous correction toward target with continued pump use. Investigation included technical support review and troubleshooting education. Investigation of this case revealed no device malfunction and a likely contribution from meal announcement behavior. It was concluded that the device functioned as designed and that user education on meal announcements was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.